Manufacturer narrative:
Qc results have been acceptable but are not run on a daily basis. It was not clear if qc testing was performed on the date of the event. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igm immunoassay results for 1 patient tested on a cobas e 411 immunoassay analyzer compared to an unspecified competitor test method. The initial toxo igm result was 2 coi (reactive). The same patient sample was retested on (B)(6) 2019 with toxo igm results of 2.30 coi (reactive) and 2.23 coi (reactive) respectively. The toxo igm result from a competitor's method was negative. The customer retested the patient sample using a new lot of toxo igm, lot 409463, and the toxo igm result on (B)(6) 2019 was 0.989 coi (borderline). The results in question were not reported outside of the laboratory. The cobas e411 serial number is (B)(4).

Manufacturer narrative:
A sample was requested for further investigation but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.